Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log review indicates that the last infusion started on (B)(6) 2021 evening. - infusion was set @ 5.8 ml/h (not 5.4 ml as reported) for a vtbi of 127 ml (= 22 hours) and started at 20:42 with a volume already infused of 2248ml. - infusion was stopped after 68 minutes by an air alarm and re-started 4 minutes later. - no events, except battery pre-alarm and mains reconnection, was recorded between 21:54 and 06:56. - the device was stopped at 06:56 after 9 hours of infusion with a total volume infused of 2307ml. - infused volume was 2307 - 2248 = 59 ml - calculated volumes correspond at recorded volumes. - after this sequence, the device was immediately re-started @ 4.7 ml/h during around 2 hours, and 5 minutes @ 600 ml/h until air alarm. - therefore a total volume recorded since first start at 20:42 (B)(6) 2021 and end at 09:06 (B)(6) 2021 = 119 ml with 50 ml infused in the last 5 minutes. The reported device was sent to brézins for investigation. Nothing was found during external and internal check. Log review does not confirm the reported event as intented volume to be infused was delivered in compliance with the flowrate validated by user. Several functional tests were carried out on the device and specifically flow rate accuracy. All performed successfully and values were compliant with IFU specifications compared to settings.the reported event could not be reproduced and no technical or functional issue could be identified for this device, which worked as intended. With available evidence, the reported event cannot be confirmed. This complaint is not valid. No action was initiated for this issue as per our local procedures.

Event description:
Reporting for overdose. 119ml to be infused in 22 hours (flow rate 5.4ml/hr); fluorouracil chemo completely infused in 11 hours (double the infusion rate); no device/accessory/patient issues reported.